Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a popping noise and smelling smoke from the power supply on an alinity c analyzer while it was idle. The abbott technical support specialist turned on the analyzer and saw smoke blowing from the power supply fan. The analyzer was then turned off and evidence of liquid was found on top of and underneath the power supply and charring on the outer case. There was no impact to patient management, user safety, or facility damage reported. No injuries occurred.

Event description:
The customer reported a popping noise and smelling smoke from the power supply on an alinity c analyzer while it was idle. The abbott technical support specialist turned on the analyzer and saw smoke blowing from the power supply fan. The analyzer was then turned off and evidence of liquid was found on top of and underneath the power supply and charring on the outer case. There was no impact to patient management, user safety, or facility damage reported. No injuries occurred.

Manufacturer narrative:
The field service representative (fsr) was dispatched after the customer reported a popping noise from the power supply and a smoke odor from the alinity I processing module, serial number (B)(6). No fire or additional damage to the instrument was observed, and no personnel injuries were reported. The analyzer was disconnected from the power supply. When troubleshooting the issue, the fsr observed smoke emitted from the power supply by the fan when the power was turned on. Further inspection found evidence of liquid on top and underneath of the main power supply as well as charring on the outer case. An instrument service history review for (B)(6) revealed no additional issues of smoke emitting from the module due to a part. A review of complaint and trending data for the alinity c processing module did not identify an increase in complaint activity associated with the complaint issue. Additionally review of complaint and trending data associated with the main power supply did not identify any trends. A review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to be adequate. The 2025 ul certification indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The smoke observed was limited to the main power supply; the smoke did not spread to other parts of the module. Based on the investigation, no systemic issue or deficiency was identified for the alinity c processing module, serial number (B)(6), or the main power supply